Manufacturer narrative:
Meter (B)(4) was returned and investigated with retained test strips. The complaint is not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing. Some of the reported readings were found in the meter's memory, however not within a ten minute time frame.

Manufacturer narrative:
The product has been requested back for investigation. A follow- up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A health care professional reported erratic readings on an adc blood glucose meter. A health care professional reported a patient received readings of 2.1 mmol/l, 5.6 mmol/l, 8.9 mmol/l, 10 mmol/l and 13.6 mmol/l within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.